Event description:
The device moved from under her on the toilet after she had knee surgery and ended up having to go back into the hospital and then to rehab. The end user has bruise and had to have a CT scan.